Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that during a refill the night prior to the report the drug withdrawn from the pump reservoir initially had a very pale yellow appearance but then started to get ¿frosty and foamy.¿ by the time the healthcare provider (hcp) was done aspirating the reservoir, she had 9ml of cloudy, brownish, rusty fluid. The expected residual volume was 3.7ml. The hcp rinsed the reservoir with 10ml preservative free normal saline (pfns) and aspirated 10ml of pfns and then filled the pump with medication with no difficulty. The device system was used to deliver morphine. The hcp later reported that there was never an issue found with the pump. The pump was in working order, volumes were appropriate, the patient was asymptomatic and the refill went well. There were no other issues. It was decided to continue the use of the pump because it was workings. The patient was to have the pump replaced (B)(6) 2012 due to normal end of life (eol)/end of service (eos).